Event description:
A malfunction was reported on the pump, identified by the caller as malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in resetting it. The malfunction did not recur after the reset, and the customer was instructed to continue using the pump but to call back if the malfunction code recurred.